Event description:
It was reported that while starting a da vinci single-site cholecystectomy procedure, the surgeon inserted the single-site curved cannula into the patient's abdomen without visualization. When the camera was inserted it was discovered that the patient's transverse colon had been injured. The patient's colon was repaired through the umbilical incision as a minilap and the planned single-site cholecystectomy procedure was completed. The patient was reported as doing well post-op with no complications. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the surgeon's assistant. The surgeon's assistant indicated the he introduced the trocar involved with the patient's injury. He indicated that the scope was first introduced and the abdomen examined to insure there were no adhesions and then the trocar was inserted blindly. The surgeon's assistant stated that the colon injury was caused by the trocar insertion as he introduced the camera and saw the trocar in the patient's transverse colon. The surgeon's assistant also noted that after the trocar was removed, the surgical staff noticed that the trocar had rotated and was loose at the welding. The surgeon's assistant indicated that holding the trocar in the usual fashion directed it in the wrong direction. The colon injury was repaired and no post-operative complications were reported. According to the surgeon's assistant, the patient was recently seen in clinic and was doing well. On (B)(6) 2014, isi contacted the surgeon. The surgeon stated that the surgical staff noticed that the single-site curved cannula installed on arm 2 was able to rotate around the bowl of the device at the end of the surgical procedure when the cannula was removed. The surgeon also indicated that the bowel injury was successfully repaired and the patient was doing fine. The surgeon could not recall the specific date that the surgical procedure was performed. The surgeon mentioned that his tech inspected all of the cannulas prior to the start of the surgical procedure and no issues were found. The surgeon did not know the current status of the cannula involved with this complaint.

Manufacturer narrative:
As part of a legal dispute, intuitive surgical, inc. (Isi) received the following additional information regarding the reported event: the plaintiff's attorney alleges that during the da vinci-assisted cholecystectomy procedure, a part of the robot (the cannula) broke, causing damage internally to plaintiff. The plaintiff's attorney also alleges that the doctors noted in their operative report that the cannula had broken during previous operations. This complaint will remain reportable due to the following conclusion: the plaintiff's attorney alleges that the patient sustained an intra-operative injury as a result of a broken cannula. However, it was initially determined, based on follow-up information provided by the surgeon's assistant, that the intra-operative injury was caused by blind insertion of the cannula.

Manufacturer narrative:
Additional information: as part of a legal dispute, intuitive surgical, inc. (Isi) received the operative report of the da vinci-assisted cholecystectomy procedure performed on the patient. Per the operative report, the surgeon noted the following: the abdomen is insufflated with carbon dioxide. The camera was pushed in looking at the gallbladder. The right cannula is inserted in, the left cannula is also inserted in. The camer [sic] is pushed in and immediately it was noticed tha the cannula went through the transverse colon and created enterotomy, but there was no spillage; it was a clean entrance and exit. At this time, the single site port is removed. The incision is extended several more centimeters and the transverse colon, including omentum is brought out. The enterotomy was seen to be a very small enterotomy on entrance and exit site. Both sites are closed in a 2-layer closure with inner layer of interrupted vicryl and an outer layer of interrupted silk. The bowel is put back into the abdomen and continued with the single site port is inserted in and the abdomen is insufflated again. The cannula is inserted in without any problem. It should be noted that during the examining the trocar that created enterotomy, it was noted that the curvature of the trocar was rotated because the welding aspect on the cannula broke off. Therefore, the curvature of the cannula rotated in the _____ incident. This has happened before. The incident report has been written and attention will be given to the company. Based on the current information provided, this complaint will remain reportable due to the following conclusion: the plaintiff's attorney alleges that the patient sustained an intra-operative injury as a result of a broken cannula. However, it was initially determined, based on follow-up information provided by the surgeon's assistant,that the intra-operative injury was caused by blind insertion of the cannula.

Manufacturer narrative:
Based on the information provided, the patient's intra-operative complication can be attributed to use-error as the bowel injury occurred due to blind insertion of the cannula. Per the single site instruments and accessories for the da vinci si surgical system user manual states: warning: insert curved cannula only under endoscopic visualization and use care to avoid injury to the patient. Note: it is recommended that obturator tips remain in view at all times during cannula insertion (under endoscopic video visualization). The single-site trocar used during this event has not been returned for evaluation as of the date of this report. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. At this time, the date of the surgical procedure is unknown. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient sustained a bowel injury during blind insertion of a single-site curved cannula. According to the surgeon's assistant, the trocar was also found to be loose at the welding, however it was determined that this malfunction did not cause or contribute to the patient's injury.